Manufacturer narrative:
The device was received for evaluation. The sample analysis was performed, and no device failure or malfunction was identified that could have caused or contributed to the reported events. A short-simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Review of the device logs identified the most recent therapies showed an excessive drain volume of 4122ml during drain 5 of 5. A review of the device programming revealed the programmed estimated night uf (100 ml) may have been set too low for the most recent therapies. Per the amia clinician guide, setting the estimated night uf too low, or to 0 (zero), may result in a higher risk of iipv. The estimated night uf value should be based on an average of the nightly uf from the past seven consecutive therapies for a specific program. The log data of the seven most recent therapies showed the patient¿s average uf was approximately 789 ml. Based on the device log analysis, the probable cause of the reported event was determined to be the programmed estimated night uf being set too low. The amia automated pd system patient guide explains the estimated night uf settings, provides treatment and programming answers on the settings. The guide also provides warnings regarding settings being set too low. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient felt overfilled and experienced shortness of breath during cycle four of five. The patient was connected to the amia device at the time of the events. The caregiver reported they did not perform any bypasses and no alarms were noted. It was reported that draining relieved the symptoms. Renal therapy services (rts) initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no medical intervention associated with this event. No additional information is available..